Manufacturer narrative:
The available details indicate that a quotation was sent to evaluate the device onsite, but the customer did not approve it. As a result, the device has not been evaluated. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the device is not working.